Manufacturer narrative:
(B)(4). We are in the process of evaluating this device. When our investigation is completed, a follow up report will be submitted.

Event description:
It was reported during a pulmonary vein ablation procedure, charring was seen on electrode 2 of the catheter. Ablation was performed using a stockert generator starting at 25 watts with an irrigation flow of 20 ml/min and then increased to 30 watts with a flow of 20ml/min. While ablating in the left atrial septum, the settings were 35 watts with a flow of 30ml/min. After two hours of ablation, the coolflex catheter was removed from the agilis introducer and exchanged for an optima catheter. At this time charring was noted on electrode 2. A new coolflex catheter was inserted to complete ablation with no consequences to the pt. The pt was discharged home two days later and is in sinus rhythm.